Event description:
It was reported that the patient had gel one injection in the left knee. Subsequently, the patient is experiencing extreme pain when standing or walking and discomfort since the injection. No additional patient consequences were reported.

Event description:
Upon receipt of additional information, it has been determined that there was no medical intervention reported. The initial report was forwarded in error and should be voided.